Event description:
It was reported that the patient was revised due to stem neck fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign: france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). Device has not been returned, however, it has been visually examined. Based on the macroscopic observations and information received, it is likely that the fatigue fracture was initiated by cauterization damage to the stem, either during implantation or during the revision surgery of the continuum acetabulum. Recent literature confirms that cautery damage has a significant impact on the fatigue strength of the implants, which can be reduced by up to 96% (median value of cycles to failure). Our analyses did not reveal any issue that could have triggered or promoted fracture was found on the fracture surfaces. The reported event has been confirmed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. This device is used for treatment. Medical records were reviewed and show that patient underwent a first revision surgery in 2018 due to pain during which the femoral head was replaced, but not the femoral stem. It is not excluded that the femoral stem neck has been weakened during this surgery, that might led to the stem fracture 4 years after. The root cause of the reported issue is attributed to a user error (device damaged by cauterization either during implantation or during the revision surgery of the continuum acetabulum). A communication to the complainant has been performed to keep him informed of the findings of the investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.